Event description:
It was reported that the patient developed edema in the pocket one year post implant and it was suspected that the patient had an allergic reaction to the pulse generator. Surgery was performed to drain the fluid. Several hours after drainage, edema build up was again noted. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.